Event description:
A doctor ordered an hcg (human corionic gonadotropin) quantitative test for patient. Lab tech ran the specimen on the dimension rxl b analyzer which provided a result of "12." Because this was an unusual value, the tech ran the specimen on the dimension rxl a which gave a result of "0". Quality control (qc) was run on both dimension rxl a and rxl b. At the same time the patient specimen was tested. The qc was within range. For confirmation, the tech conducted a hcg qualitative test and the result was negative. Concluded that the patient was not pregnant which was further confirmed by the doctor by ordering a transvaginal ultrasound. Ultrasound confirmed that there was no pregnancy but that patient had an ovarian cyst.